Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e101 error message, the device being powered down, and the emergency lamp taking over were due to poor ventilation caused by dust. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technician visited the site on feb 2, 2024 stating that the device was used in combination with cv-190 EU-me2 and the technician found that the overtemperature occurred due to poor ventilation caused by dust, the device was powered down and the emergency lamp took over. The device was cleaned and the temperature switch and sensor were check and confirmed to be working properly. There will be no product return. Should additional relevant information become available, a supplemental report will be submitted. Reviewer: takashi suzuki. Review result: acceptable.

Event description:
It was reported, the light source displayed error code e101 ¿ lamp temperature error. The issue occurred during an unknown procedure. There were no reports of patient harm. The customer also reported that this issue occurred two times and therefore two related records were created to capture these two events. C24058471 and c24057685.